Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the issue. The fse ran the unit through a complete calibration and functionality test and all meets factory specifications.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) waveform not matching artline. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.